Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) displayed a tcmid:04 (ce response timeout). The reporter was unable to specify if the issue occurred during set-up or patient use. No known impact or patient consequence was reported.